Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2017. On (B)(6) 2019, the patient had all leads and device explanted due to infection.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that the insulation on this lead was found to be damaged near the terminal pin. Measured data was found to be normal. The physician attempted to repair the lead with a repair kit but it was not possible because the damage was too close to the terminal pin. No further revision was mentioned. No adverse patient events were reported. It appears that the device remains implanted.